Event description:
While troubleshooting with the MFR, the customer reported a missing icon on the coaguchek s meter display. No adverse event reported. Requested return of suspect device, and replacement was sent.